Event description:
(B)(4). I have serious back, neck and abdominal pain, muscle pain, heavy menstruation with blood clots, extreme fatigue, restless legs, migraines lasting for 4-5 days ones a week, numbness in extremities, ovarian cysts, cold hands and feet, night sweats, flushed skin and paleness, sensitive teeth, itchy and bumpy skin, as well as vomiting and nausea.